Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The patient was treated with an unspecified anti-inflammatory injection for the event. Pd therapy was continued during the treatment. The cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.